Event description:
It was reported that this pacemaker system displayed a yellow alert for right ventricular automatic threshold (rvat) and right atrial automatic threshold (raat) detected as greater than programmed amplitude or suspended. It was determined the cause for the unsuccessful rvat test was noise on the evoked response channel. Technical services (ts) was consulted, and no noise was noted on the recorded electrogram (egm) for the rvat. The failed raat was deemed to be caused by noise as well as low evoked response. The health care professional (hcp) also reported that there is suspected loss of capture on the right atrial (ra) lead channel. Ts recommended further in office review. No adverse patient effects were reported. This system remains in service.